Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the operating room for unrelated procedure. The rv lead was noted to have been previously capped due to externalized conductors. Lead was extracted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
As received, the partial lead was returned for evaluation in one piece with two connector legs for analysis. Visual examination of the partial lead found no anomalies with the exception of damages consistent with those occurring at the time of explant. Electrical testing that could be performed revealed no shorts or discontinuities in any conduction paths.